Event description:
It was reported that 1002 error occurred on the opal system, per picture provided error 1312 was also displayed. Subsequently, the procedure was cancelled. During procedure, an opal hdx was selected for use. The procedure could not be performed because the system was not working. The device is not expected to be returned as it was retained by customer.